Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 500 mg/dl something, took a bolus and it was over 600 mg/dl. She took a manual injection. Last night she was 287 mg/dl and took a bolus. This morning it said over 600 mg/dl and then said 421 mg/dl. Battery out limit, air bubbles anomaly for the infusion set and blank display on the pump were also reported. Customer was neither in emergence room, nor admitted into hospital, nor was emergence medical services dispatched as a result of high blood glucose values. The customer experienced symptoms such headache. The customer was treated with manual injection. The reservoir is not expected to be returned for analysis. The insulin pump is not expected to be returned for analysis. The quick set is not expected to be returned for analysis.